Manufacturer narrative:
One flexiva 200 laser fiber was received for analysis. Visual examination revealed that the exposed glass fiber tip measured approximately 1.0 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip broke off. The fiber received was broken into two pieces. The first piece measured approximately 15 cm from top of the connector to the break. The second piece measured approximately 104 cm from the distal tip to the break. The combined measurement of the two pieces of the returned fiber was approximately 1.19 meters. The minimum specification for the overall length of the fiber is 3.0 (3.1+.3/-.1) meters, this indicated that a piece of the fiber was missing and was not returned. The piece of fiber that was not returned came from between the proximal end of the broken fiber which included the distal tip and the distal end of the broken fiber which included the connector. There was no damage to the fiber face within sub miniature-a (sma) connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam was seen exiting the break of the fiber. As a result effective transmission was not measured. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on september 14, 2016 that a flexiva 200 laser fiber was used during a procedure on (B)(6) 2016. According to the complainant, during the procedure the fiber near the connector was broken. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "good". Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted. Note: investigation results revealed the fiber was broken.

Manufacturer narrative:
The reported lot number does not provide a match in gcs2; therefore, the manufacture date and expiration date are unknown. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 200 laser fiber was used during a procedure on (B)(6) 2016. According to the complainant, during the procedure the fiber near the connector was broken. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "good." Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.